Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was not communicating with the remote control after experiencing overstimulation and loss of stimulation. The patient was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and showed a blown fuse. The ipg had circuit damage and exhibited excessive sleep current leakage. It was suspected that the ipg could have been damaged during a chiropractor visit where electrodes or wires were connected to the patient and the current was delivered to the body. Exposing the ipg to a high voltage transients or high radio frequency energy can cause this type of damage. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause was due to unintended user error which caused or contributed to event.

Event description:
It was reported that the patients ipg was not communicating with the remote control after experiencing overstimulation and loss of stimuation. The patient was also having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively.